Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that in the beginning the implant worked well but the leads supposedly became dislodged and then there was no benefit. The patient failed the implant. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a lead revision on (B)(6) 2017. It was noted that they did surgery to move the lead as it had moved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1bktm, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported that a week after implant, problems returned. Patient had a follow up appointment with their hcp on (B)(6) 2017. Hcp thought patient had a uti, but the infection wasn't found. During the appointment, a manufacture representative (rep) increased stimulation to 2.9v on program 2 but caller found this uncomfortable so the rep decreased stimulation to 2.7v. Patient said three days before the call, they increased stimulation to 2.9v, but didn't have symptom improvement. Patient thinks lead may have moved, but the patient didn't fall or have any changes in their physical activity. Patient asked their hcp about lead migration, but the hcp thought it was unlikely. Changing programs was reviewed, but the patient wasn't sure about it and will contact their hcp for guidance.